Event description:
The complainant had placed an impella 5.5 pump to support a non-st-segment elevation myocardial infarction patient who underwent coronary artery bypass graft. The pump was supporting when there was a user error in the purge concentration being infused. The team observed high purge pressure and the team tried to troubleshoot with purge cassette replacement, but instead the pump itself needed to be removed. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist, section: using the automated impella controller with the impella catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
After 2 days on support, high purge pressure alarm alarms occurred and troubleshooting could not resolve. Night prior to alarms, pm nursing staff mistakenly changed purge solution from d5w w/bicarb to d5w w/potassium chloride. Md decided to wean pt from impella support and remove 5.5. Field logs were not recovered. The pump was returned and inspected. No visual abnormalities were found on the pump which was able to run for 10 minutes in the lab at nominal operating parameters. Hpp was unable to be reproduced. The cause of the high purge pressure was not determined since data logs from the field were not returned and high purge pressure could not be reproduced on the returned pump.

Manufacturer narrative:
After 2 days on support, high purge pressure alarm alarms occurred and troubleshooting could not resolve. Night prior to alarms, pm nursing staff mistakenly changed purge solution from d5w w/bicarb to d5w w/potassium chloride. Md decided to wean pt from impella support and remove 5.5. Field logs were not recovered. The pump was returned and inspected. No visual abnormalities were found on the pump which was able to run for 10 minutes in the lab at nominal operating parameters. Hpp was unable to be reproduced. The cause of the high purge pressure was not determined since data logs from the field were not returned and high purge pressure could not be reproduced on the returned pump. H!: device evaluated h3: device was returned.